Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. Hospitalization was ongoing at the time of this report. On an unreported date, the patient was treated with injection vancomycin (1g every fifth day; route and duration not reported) and intraperitoneal amikacin (125mg daily; duration not reported) for peritonitis. Extraneal and dianeal therapies remained ongoing. At the time of this report, the patient outcome and recovery status were unknown. No additional information is available.